Event description:
Unable to retract jacket, jacket broke. It was reported that the jacket broke near the lock knob. The device was successfully removed from the pt and the hooks were not exposed. No trauma to the vessel or injury reported.